Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 206mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. The customer mentioned that the insulin squirted out. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test, and the device alarmed motor error during the basic occlusion test as a result of a loose drive support disk.